Event description:
Patient (pt) running cisplatin at 60ml/hr for a total volume of 360ml. Cisplatin was started at 2200. Chemo was double signed and double checked once hung. Chemo was running at the correct rate. Cisplatin was supposed to finish at 4:00am (0400). Registered nurse (rn) went to add flush and 100 milliliter (ml) was left in the bag. Pumps pulled and tagged.